Manufacturer narrative:
The patient did not respond to a request from the social media monitor to contact neuronetics' customer support. Based on the information provided, neuronetics is unable to confirm the patient was treated on a neurostar device and conduct a thorough investigation with the treating practice and therefore no conclusion can be made regarding relatedness to treatment.

Event description:
Neuronetics received a negative comment on social media alleging that tms caused regular migraines.